Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va15qex, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that, in (B)(6) 2016, the patient was told that 3 leads were loose and not connected. Then in (B)(6) 2017, they stated that the healthcare provider (hcp) checked their ins with the hcp controller, and it showed that the ins was off, and had been off since (B)(6) 2016. The patient stated that when they checked with their patient programmer (pp), it showed that stimulation was on; they could see the lightning bolt. It was reviewed and confirmed that the patient was using their pp correctly. They also stated that they did not know or think that stimulation was off because they could ¿feel it some, but not as much.¿ the hcp told the patient to monitor their ins with their pp, and make sure it was on for 5 consecutive days; the patient said it had been on each day. It was also reported that ¿a couple of months ago,¿ around (B)(6) 2017, the patient started having to use 4-5 pads a day and woke up 4-5 times at night. Sometimes they only got up twice, but then it would go back to 5 times a night; the problem was always different so they were sure not to drink anything before bed. It was noted that they used to get up 3 times at night at first, which they were ok with, but because of the inconsistency lately, they were tired and not sleeping well. It was noted that they had been reprogrammed ¿a couple months ago¿ because their symptoms had gotten worse. However, they also noted that they had noticed an improvement and the device had been helpful. It was noted that stimulation was on, and they were on program 3. It was stated that they had increased from 2.3 to 2.6, but it had not improved their symptoms thus far. The manufacturer representative had been told not to go above 3v at first, and their healthcare provider said that they were messing with the setting too much. They were then told to try each setting for a week to see what worked for them. It was reviewed that stimulation could go as high as 8.5, and the patient stated that they felt ¿better to go higher¿ if they needed to. No further patient complications are anticipated or expected as a result of this event.